Event description:
During an implant attempt of the subject device, lead connection issues were reported. When tightening the set-screw, only one click of the screwdriver was heard by the physician, then the screwdriver turned freely afterwards. Pacing was confirmed at that time. A second sorin brand screwdriver was used, but the physician could not obtain clicking of the screwdriver. Upon removal of this screwdriver, "silicone material of connector head was removed." Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.